Event description:
Pump was involved in an incident of free-flow in the critical care unit. The pump was set to infuse d5w at a rate of 125ml/hr but the solution just free-flowed into the pt, even when the pump was stopped. No medical intervention was needed and no pt injury resulted. Attempts were made to obtain extra info regarding pt status, medical intervention, pt injury, age of pt and the medication involved but the hosp risk manager would not provide any of that info to writer.